Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (dtc: (B)(4)) revealed broken connector pins. The issue was reported as broken connector pins were found during analysis. Event date is approximate. (B)(4). All other codes apply to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's end of their desktop charger (dtc) cord was damaged and "flimsy" where the white arrow is. Because of this, the patient was unable to charge the recharger (insr) and was also unable to charge the ins. Their ins battery was dead as a result. No symptoms were reported. No further allegations/complications were reported.